Manufacturer narrative:
Additional information: section d9 - device available for evaluation? Yes section d9 - date returned to manufacturer: 23-jan-2024 section h3 - device evaluated by manufacturer? Yes device evaluation: the video provided by the customer was evaluated. The video displayed the implantation of a lens. The lens could be observed to a have a foreign material/particle attached to the lens and the video displayed attempts at removing the material. The nature, root cause and potential clinical impact of the reported event cannot be determined from a video assessment. The complaint device was evaluated under magnification. The complaint cartridge displayed stress marks; however, the stress marks were in specification for a used device. No foreign material was identified in the complaint device. The complaint issue of foreign material loose was identified during product evaluation; however, based on the complaint investigation results the complaint issue could not be confirmed to be related to the manufacturing or design process. Conclusion: as a result of the investigation, there is no indication of a product quality deficiency. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Section a2 and a4: unknown, as information was requested but not provided. Section d6b - explant date: not applicable, as lens remains implanted. Section e1 - email address: unknown, as information was requested but not provided. Section e1 - telephone number: (B)(6). Section g4: PMA/510(k) number: this report is being filed on an international device; tecnis optiblue preloaded 1-piece iol, model dcb00v that has a similar device, tecnis simplicity preloaded 1-piece iol model dcb00 which is distributed in the unites states under PMA p980040. Section h3 - other (81): the intraocular lens (iol) was not returned for evaluation. Therefore, a failure analysis of the complaint device could not be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review and possible product return and evaluation, if there is any further relevant information a supplemental medwatch will be filed. Attempts have been made to obtain the missing information. However, to date, no response has been received. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that some foreign matter adhered to the preloaded monofocal intraocular lens (iol) during implantation into the patient's surgical eye. The iol remains implanted and the foreign matter was removed with tweezers. There was no patient injury reported. The patient is being monitored. No further details were provided.